Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, the sphincterotome would not bow and a shaft kink occurred on the balloon. The lesion was located in an unspecified biliary duct. The jagtome rx sphincterotome was advanced to an unspecified location, however, upon attempting to perform a sphincterotomy the device was unable to "bow". The device was removed and another of the same device was used. At an unspecified time later, the shaft of the extractor rx 12 mm x 15 mm retrieval balloon kinked. The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine". Note: please refer to MFR #: 3005099803-2008-04820 for the report on the retrieval balloon.

Manufacturer narrative:
A device history record review was performed, and revealed no related issues to the reported complaint. Jagtome was received; white crusty residue was present on the device to indicate use and the residue would not purge from inside the device during decontamination. Visual evaluation of the returned device found that the working length/distal tip was twisted, the exposed cutting was discolored and appeared to have melted the extrusion at the distal pierce hole. Since the product is 100% inspected during manufacturing, the twist, discoloration and melt/tear observed in the returned device are most likely due to customer usage/handling during the procedure. Analyzing the cutting wire and extrusion at distal pierce hole, it appears that the cutting wire overheated/melted the extrusion, creating a tear measuring approximately 7 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter, measuring approximately 13 mm (manufacturing specification 20 mm +/-2 mm). This hindered the bowing functionality of the device. The exposed cutting wire appeared discolored/blackened likely from usage/dried residue/overheating. The directions for use (dfu) instructs the physician to use the appropriate power settings and also provides references for the power settings. In this complaint, the cutting wire appears to have melted/split the extrusion which caused the cutting wire with anchor tubing to slide proximally. The root cause for this failure mode is undeterminable since it cannot be determined what caused the cutting wire to melt the extrusion. The factors that could potentially cause extrusion to melt are user error (higher power setting of generator), device design or quality of extrusion. See scanned page.